Event description:
Whipple: according to the reporter: the surgiclip would not load a clip or fire a clip. Then when they were able to fire then the clip scissored. The doctor then had to open another device to finish the case. There was no reported tissue damage.